Event description:
Vague report received from sales representative reporting that microbore set leaked in the neonatal intensive care unit (nicu). Follow up with nurse revealed that this one incident occurred during patient use during a rocephin antibiotic infusion. Since the medication is orange in color, leakage was noted immediately. The leakage was noted to be coming out of a "pinhole" in tubing and has not recurred since. It was confirmed that set was immediately changed and there was no adverse patient injury as a result of this event.